Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental will be filed.

Event description:
It was reported that the biopsy instrument misfired - when crocked, the gun would not hold and fired at random. The device was initially used on a patient but was not in use when it misfired.